Event description:
It was reported that pump generated cartridge alarm 20 during cartridge load process, despite caller waiting for prompt to remove used cartridge and having experienced cartridge alarms with consecutive cartridges. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, and was advised to program pump settings and connect continuous glucose monitor to replacement pump, while problematic pump was to be returned using prepaid label and replacement pump was arranged under warranty.